Manufacturer narrative:
The following month a new system was implanted. The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to an infection. No additional adverse patient effects were reported.